Event description:
It was reported that the product would not come off standby. It was further reported that there was no patient involvement or harm.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.